Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes that ten (10) tubes underfilled. There was no health impact or consequence reported.

Manufacturer narrative:
(B)(6) h.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from the bd inventory were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during the manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h. 10